Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no activity outside of normal use observed in the black box and alarm history. An ¿ez-prime¿ sequence was performed correctly and the product performed within specification. The original complaint could not be duplicated. The pump¿s cover was removed and no intermittent condition was found to the motor circuit and no debris found to the cartridge compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.